Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they changed the device programming, lead wire is not communicating with communicator. The patient increased stimulation program, received hands on instructions from the doctor's nurse; the issue is resolved. The patient reconnected the lead wire to the communicator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was not sure if the device was working correctly. The patient said she had a return of bladder symptoms since last week, maybe friday. The patient was on program 3 at 0.6 volts and increased it to 1.0 volts, but she couldn't feel it. On the call the patient increased stim to 1.7 volts, where she could feel the stim going down her leg. The caller was told to monitor her symptoms for a couple of days in a diary. No further complications were reported at this time.